Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after the implant, the patient experienced firm mass on anterior wall of the vagina, blood tinged vaginal discharge, urgency with occasional incontinence, attenuating lesion, abscess, air/gas collection, bacterial infection, erosion of the anterior wall of the vagina, discomfort, dyspareunia, bacterial vaginosis, granulation tissue, wound infection, scarring, adhesions, dermatitis to the vulva, vaginal atrophy, dysuria, spotting, abdominal pain, pain, yellow vaginal discharge, tender cystic swelling, turbid urine, urine cloudy, uti, bladder debris, fistula, drainage of serous fluid, tender bruised area from operative site, and purulent discharge. Post-operative patient treatment included revision surgery, granulation tissue to vaginal wall cauterized with silver nitrate sticks, partial mesh removal, excision of anterior vaginal wall infected scar and re-sutured, incision/ drainage of abscess, pus drained from scar, granulation tissue scrubbed, cystoscopy with removal of bladder debris, aspiration of pus, placement of pigtail drainage catheter, irrigating drainage catheter daily, hemovac placed/ removed, PICC line placed, catheter removal, drain flushing and dressing changes, and medication/antibiotics.